Event description:
Reportedly, several follow-up interrogations do not appear in the manager of an orchestra plus and a smarttouch tablet, both under 3.12 clinical version.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis of the provided expertise files confirmed the reported behavior: the devices s/n (B)(6) were interrogated by the orchestra plus s/n (B)(6), but the associated files did not appear in the manager afterwards. In-depth analysis revealed that following the devices interrogations, the associated patient files were correctly created and saved on the programmer database. On 21 november 2022 at 19:20, the files were successfully exported into an external support. However, the files could not be found following this export, and no attempt to import the files back from the external support on which they were exported was performed. The root-cause of the absence of several patient files from the manager could not be determined with certainty. As no evidence of a software issue was observed, it can be hypothesized that an issue occurred on the external support on which the files were exported on 21 november 2022. It should be noted that re-installing smartview will allow the software to retrieve all files from the programmer database and to import them back in the manager, which should solve the observed issue.